Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not come to a complete close when the toggle was pulled back all the way and the power source was on and beeping. The jaws would smoke and not close together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood were observed on the tool jaws. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation on the jaws appear intact with no signs of crack nor peeling. The toggle switch appeared intact as well. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. It was observed that the jaws would not come to a complete close when the toggle was pulled back all the way. Further investigation was conducted with the presence of engineers. The tool handle was opened to examine inner components. It was observed that the control rod can be pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. An examination of the inner parts of the jaw revealed that the yoke unit was detached from the tip of the control rod. Microscopic inspection showed indentations on the tip of the rod. The yoke also showed marks of welding performed. The engineers confirmed that there was a weld failure between the control rod and the yoke. This finding was referred to the department dealing with suppliers. Investigation was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "mechanical issue" was confirmed. The analyzed failures "material twisted/bent" and "detachment of device or device component" were both confirmed as well. The shop floor paperwork (DHR) was reviewed for the hemopro device. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not come to a complete close when the toggle was pulled back all the way and the power source was on and beeping. The jaws would smoke and not close together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.